Event description:
The customer reported an ECG fault message. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported an ECG fault message. No pt involvement was reported. The device was evaluated by a philips field service engineer (fse) and the symptom was verified. The issue was localized to an internal incomplete electrical connection. The internal connectors were reseated to resolve the issue. The device then passed all required testing and remains at the customer site. Philips considers this as a malfunction of an incomplete electrical connection. No formal customer communication was requested and none provided.